Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self-test. Customer stated that the insulin pump received insulin flow block alarm. The customer was assisted with troubleshooting for insulin flow block alarm. Customer stated that troubleshooting was successful. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Pump error 63 was confirmed in the device history due to broken pin on keypad assembly. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.